Event description:
A pt was given a pair of acuvue clear trial lenses in 12/2005. The pt was also using renu multipurpose solution. The pt developed irritation in one eye and visited an optometrist. The optometrist referred the pt to a hosp for eval. The pt was evaluated by the head of cataract and surgery dept and was found to have 2 corneal uclers in one eye. The trial lens was cultured and was found to be contaminated with a species of fungus. The pt was hospitalized for treatment in 2006 for one week in about 3 weeks later the pt's mother was contacted and reported the pt was home, still experiencing pain, but was told the prognosis was good. She told us that the lens in question was cultured and the results showed growth of a fungus from the fusarium species. We asked the family to allow us to obtain a copy of the medical records. On the 2nd day we learned tha a "public alert on increasing incidence of contact lens related fungal corneal infections" related to fungal corneal infections due to the fusarium fungus species associated with the use of renu multipurpose solution (http://www.moh.gov.sg/corp/about/newsroom/pressreleases/index.do). This alert states as follows: "the ministry of health (moh) would like to alert the public to the increasing incidence of contact lens related fungal corneal infections. The singapore national eye center had noticed a spike of 7 cases of fungal corneal infections in january this year. A retrospective review of cases in snec revealed a total of 19 pts had been treated at snce for culture positive fungal corneal infections due to the fusarium fungus species since 5/2005 (ie about one to two cases per month). The ministry was further notified this week of 3 new cased in general hosp. The high incidence of fungal corneal infections is unprecedented as most corneal infections related to contact lens use had previously been bacterial in nature. Fungal infections of the cornea are also more difficult to treat and can have adverse visual consequences if diagnosed and treated late. Some of the pts have suffered singificant loss of vision in the affected eye as a result of the fungal corneal infection. Three pts had to undergo urgent corneal transplantation.